Event description:
It was reported that during a procedure, the bipolar construct could not be assembled because the cup would not fit. During intra-operative assembly, inspection identified that the ring had detached. An alternative device was used to complete the procedure, resulting in a delay of approximately five minutes. There were no consequences or impact to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign, event occurred in japan. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.